Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient had x-rays and was seen by a healthcare provider (hcp) on (B)(6) 2020. The rep noted that they didn't know why the patient fell, but it usually caused high impedances. The rep later reported that the hcp office noted that the system was going to be removed and a pain pump was going to be implanted. They were waiting for the patient to get in contact with a pain management doctor and a neuropsych test done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (pt's husband) said that starting about a month ago the pt isn't getting the same therapeutic relief from her scs as she typically does. Caller said that the pt has pain down her right leg and pain when the pt is walking. He said that if the pt turns her stimulation off she feels a "thumping". Pt saw her neurologist who thinks the pt needs physical therapy but the pt's pain hcp said that the pt should have her ins looked at by a mdt rep. On 2020-09-30, additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) reported stimulation was not helping pain. Patient reports frequent falls. Impedances showed 0-4 as possible shorts. The patient was reprogrammed but unable to completely cover patient pain pattern. Patient will be getting appointment with healthcare provider (hcp) in the future for possible lead revision.